Manufacturer narrative:
The event occurred in (B)(6). Manufacturer did not obtain this information.

Event description:
Patient reportedly received results of 1.2 mmol/l and 6.3 mmol/l within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.